Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer had failed. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer had failed. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1 had failed and was not detected on the bus. A field service engineer (fse) inspected the unit and found that the pyxibus drawer connection was loose. The connection was reseated, and the drawer was tested using the hardware test application (hta) to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.